Event description:
A malfunction was reported on the customer's pump, with no notable events occurring prior to the issue. There was no adverse impact to the customer's blood glucose level. Technical support provided information to reset the pump and assisted the customer in successfully resetting it. The malfunction did not recur, and the customer was advised to continue using the pump and to call back if the issue reappeared, which the customer acknowledged and understood.